Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A customer obtained a sensor scan of 9 mmol/l in comparison to a reading of 2.8 mmol/l from an unspecified meter. The customer experienced a loss of consciousness and was treated by paramedics with glucose, unspecified drip, and nausea medication for diagnosis of hyperglycemia. Please note the treatment of glucose is not consistent with the reported diagnosis. A post-treatment laboratory reading of 8 mmol/l was also reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A customer obtained a sensor scan of 9 mmol/l in comparison to a reading of 2.8 mmol/l from an unspecified meter. The customer experienced a loss of consciousness and was treated by paramedics with glucose, unspecified drip, and nausea medication for diagnosis of hyperglycemia. Please note the treatment of glucose is not consistent with the reported diagnosis. A post-treatment laboratory reading of 8 mmol/l was also reported. There was no report of death or permanent injury associated with this event.